Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that programming changes were made to this pacemaker for optimization of sensor function. During initial programming changes, the patient experienced difficulty with walking distances and their heart rate got up to 130 beats per minute (bpm). Boston scientific technical services (ts) discussed programming options to reduce aggressiveness. Further programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.